Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was found that the filler panel on the right side of the drawer interfered with the mini drawers' operation. The field service engineer confirmed that the customer resolved the issue by adjusting the panels position, which allowed the drawer to operate properly. The system worked as intended after the customer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es system was unable to recover matrix drawer 2.1 and required maintenance. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.